Event description:
According to the complaint, a discrepant result was reported for po2 on an abl800 analyzer. A result of 100 mmhg was reported from the analyzer with serial# (B)(4) and a result of 43mmhg from another abl800 analyzer. The measuring methods were the same and there was no error on calibration and qc. There was no harm to the patient.

Manufacturer narrative:
According to the patient log for the sample run at 17:52, "accept status" is followed by a "?" Mark. This indicates that the sample result was unreliable. According to the call log file, for the 2-point calibration run before (at 16:32) a "?" Mark had appeared under calibration status. This indicates that error(s) were detected during calibration. Therefore, the calibration was unreliable. In addition, at this calibration, error 376 appeared, indicating calibration drift 1 out of range / the drift 1 value exceeded the user defined tolerance. When a sample result is followed by a "?"mark, the sample result is unreliable and should not be used.